Event description:
The patient notified to baxter customer service team that she identified 10 caps dirty from the external part. The caps were at the bottom of the carton, and the carton looked dirty also. The units were not used, not medical intervention was required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The team of distribution visited the patient and observed the reported samples, they had some particles in the carton (out of the caps). As immediate action, the patient was reinforced by the distribution team in relation to correct storage of the product. Additionally, the team of clinical coordination with the area of social work of the hospital contacted also the patient to reinforce her about correct handling and storage of the product to avoid reincidences from this kind. This MDR is being submitted as part of baxter renal's retrospective review and remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.